Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report. Same pt as MDR 8031020-2011-00125.

Event description:
As reported to stryker, screwdrivers stop functioning during surgery, pn 702753 was being used with torque meter.